Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was out of specification during calibration tests. It was indicated that the epg failed all output tests and the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the case was broken. At the request of the customer, the epg was returned unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was out of specification during calibration tests. It was recommended that the epg be returned but its current status is unknown. There was no patient involvement.